Event description:
It was reported to medtronic minimed that the customer experienced sensor failure for extended period and unsure devices not in range for extended period of time. The customer reported no adverse event. The event involved product(s) mmt-5100clx,mmt-1884xc. Troubleshooting was not performed . No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-5100clx,mmt-1884xc.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
We received the following: one opened/used simplera sensor, one simplera serter returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category= app applicable). Lost sensor alarm was noted in the traces (device has been disconnected for greater than 30 minutes, then it reconnected). Unit was able to download trace and termination result. In conclusion: the customer complaint communication, and of loss sensor alert was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.